Event description:
It was observed during the device inspection, the gastrointestinal videoscope insertion tube was stiff. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to physical stress applied to the insertion section during handling of device by the user. The stress likely caused deformation of the insertion section. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: inspection of the endoscope "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information and correction to h3 (the device was not returned) and h6. Updated d8. The device was repaired by a 3rd party company which confirmed the reported malfunction. Olympus will continue to monitor field performance for this device.